Event description:
It was reported that the customer had a blank display on the insulin pump. The customer's blood glucose level was unknown mg/dl. The customer is not calling back after receiving a new battery cap. The customer stated that the insulin pump has not been dropped or bumped and not been exposed to moisture. The customer was advised to disconnect from the insulin pump. The patient was advised to clean the battery cap contact with a cotton swab and isopropyl alcohol. The customer was advised to insert new aaa alkaline battery (recommended energizer). The customer stated that the display return. The patient was advised to monitor the insulin pump and we will ship a replacement battery cap as a courtesy to rule out any possible issues with battery cap.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.